Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the forceps elevator of the duodenovideoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. The most probable cause of the failure(s) is/are cause not established, which indicated that the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor complaints for this device

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the forceps elevator. There was no patient involvement.